Event description:
Customer reported the system displays a pre-charge error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.